Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore a physical examination could be performed. The images provided show a dark sport inside the primary package of the device. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this event. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per quality control documentation, "examine entire package for defects. Product must be free of any visible cuts, holes, or foreign matter (dirt, hair, paper, fuzz, etc.)." Based on available information and the results of our investigation, the root cause for this event was determined to be foreign matter introduction during the manufacturing process. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During inspection of a flexor high-flex ansel guiding sheath, it was reported that there was a "piece of an unidentified particle inside the primary package". There was no patient involvement in the reported event.